Event description:
Reportable based on device analysis completed on 22dec2025. It was reported that inflation failure occurred. The target lesion was located in the common femoral artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during the inflation, it was noted that the balloon did not inflate at the nominal pressure. There was no visible damage noted on the balloon. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a longitudinal tear in the balloon material. It was further reported that the patient's anatomy was challenging.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 41mm in length and extended from a position 10mm distal of the proximal markerband to 51mm distal of the proximal markerband. The investigator was unable to perform an inflation test due to the longitudinal tear. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 22dec2025. It was reported that inflation failure occurred. The target lesion was located in the common femoral artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during the inflation, it was noted that the balloon did not inflate at the nominal pressure. There was no visible damage noted on the balloon. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a longitudinal tear in the balloon material.

Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 41mm in length and extended from a position 10mm distal of the proximal markerband to 51mm distal of the proximal markerband. The investigator was unable to perform an inflation test due to the longitudinal tear. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.